Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and that they have experienced high blood glucose of around 600mg/dl and 500mg/dl. No delivery alarm troubleshooting was performed. The customer was reporting a past event. The customer stated that they have received multiple delivery alarms during basal and bolus delivery and they have caused high blood glucose. The customer stated that they never received no delivery alarm before but he got new infusion sets and reservoirs and has been getting multiple no delivery alarms. The customer reported that they have not changed the set to resolve the problem. The customer stated that they will rewind the insulin pump until it delivered. The customer was advised on where occlusion could occur on the reservoir if a cannula was bent but the customer stated that there had no bent cannula. The customer did not have the product in question anymore. The reservoir will not be returned for analysis.